Event description:
The user is questioning the "no shock advised" notification given during a patient use event. The patient survived.

Event description:
New information received confirms the patient did not survive. The user is questioning the "no shock advised" notification given during a patient use event. The patient survived.